Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided.

Event description:
It was reported that the implant was placed on (B)(6), 2021 & removed on (B)(6) 2021. Patient notes indicated that the patient felt painful when pressure applied. Noticed that the implant was failing so it was removed. No indication of infection.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One 3i t3 non-platform switched tapered implant 3.25 x 11.5mm (bost3211) was returned for investigation. Implant had signs of use. Damage to the external threads was identified. Blood/debris identified inside implant. No signs of malfunction that would contribute to the event. Measurements match drawing. Cal3839 (due: aug 30, 2023). Damage observed on returned implant due to removal is not considered a malfunction or failure of the device. Zimvie is not responsible for any damage caused by the clinician's removal of the device. The device could not be functionally tested for the reported failure (functional: other). Pre-existing condition noted on the per was moderate bone density ¿ type ii and inadequate oral hygiene. The reported device had been placed on tooth #21 (universal). X-ray & picture evaluation: x-ray and picture images were not provided. Appropriate documentation was reviewed. DHR review for the lot number (2021031155) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. Products was conforming at the time it left zimvie. Lot was inspected and passed all acceptance criteria by qa. All sterilization activities were conducted with no nonconformities per sterilization record (op0210). Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Complaint history review was performed for the reported lot number (2021031155) for similar events and no other complaint was identified. April post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did not occur. However, the reported event could not be verified as the exact details of event were nonverifiable. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up." H2: checked follow-up type. H3: changed "no" to "yes" h6: entered evaluation codes. H10: added manufacturer narrative.

Manufacturer narrative:
One 3i t3 non-platform switched tapered implant 3.25 x 11.5mm (bost3211) was returned for investigation. Implant had signs of use. Damage to the external threads was identified. Blood/debris identified inside implant. No signs of malfunction that would contribute to the event. Measurements match drawing. Cal3839 (due: aug 30, 2023). Damage observed on returned implant due to removal is not considered a malfunction or failure of the device. Zimvie is not responsible for any damage caused by the clinician's removal of the device. The device could not be functionally tested for the reported failure (pain). Pre-existing condition noted on the per was moderate bone density ¿ type ii and inadequate oral hygiene. The reported device had been placed on tooth #21 (universal). X-ray & picture evaluation: x-ray and picture images were not provided. Appropriate documentation was reviewed. DHR review for the lot number (2021031155) had revealed no deviations nor non-conformance's which could have caused or contributed to the reported event. Products was conforming at the time it left zimvie. Lot was inspected and passed all acceptance criteria by qa. All sterilization activities were conducted with no nonconformities per sterilization record (op0210). Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Complaint history review was performed for the reported lot number (2021031155) for similar events and no other complaint was identified. Feb post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did not occur. However, the reported event could not be verified as the exact details of event were nonverifiable.

Event description:
No further event information available at the time of this report.